Event description:
It was reported that a flo-gard infusion pump presented an f-49 alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, a review of the alarm log, and battery testing were performed. The f49 alarm was identified during the alarm log review and functional testing. The cause of the condition was determined to be a damaged main battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.